Manufacturer narrative:
Expiration date: 09/2018. Manufacture date: 09/2015. Based on the available information, this event is deemed to be a reportable malfunction. Review of the inspection batch record revealed a (B)(4) of lop sided balloon was detected during inspection and the defective part was rejected and discarded. A batch record review indicated that no discrepancies could be found. However, the physical sample has been received for this complaint and resulted in a discrepancy which was investigated, therefore, this complaint will remain open until the investigation is complete. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 5, 2016. (B)(4).

Event description:
Complaint received from an industrial sales representative reporting that the retention balloon of the device was asymmetrical at inflation. The issue was noted at inspection prior to use of the product in a patient. Reporter stated the product is available for return. No further information was provided.